Event description:
It was reported that during a sigma procedure, in the operation did the instrument not close the staples properly. The staples were misformed (11 o'clock). The instrument was thrown away. The operation was finished manually. There were no adverse consequences for the pt. No further information available.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.